Event description:
It was reported that the physician performed a system diagnostic test and found that the patient's generator had high impedance with a value of 8771 ohms. The patient was then referred for a generator and lead replacement. No surgical interventions are known to have occurred to date.